Event description:
It was reported that during a vats wedge resection procedure during the second firing of the device, the device has been reported to have been caught on the lung which caused hemorrhage, resulting in the case being converted to open and the patient having a thoracotomy.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality with a test reload. The functional test demonstrated that the instrument achieved its complete 3-strokes firing sequences without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality with a test reload. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.